Event description:
It was reported that the minicap had a dislodged sponge. This occurred prior to patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the sample was received. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the photo was performed with the sponge noted to be partially separated from the minicap. The reported problem was verified but the cause could not be determined. There is a CAPA open for this issue. Should additional relevant information become available, a supplemental report will be submitted.